Event description:
It was reported that during a cardiac catheterization treatment procedure, the device "broke". The target lesion was located in the left circumflex artery. This 2.75 x 24 mm promus element stent delivery system (sds) was selected and was advanced to the lesion; however, at the moment the stent was passed through the artery curve in order to reach the lesion, it "broke". The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product. Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a cardiac catheterization treatment procedure, the device "broke." The target lesion was located in the left circumflex artery. This 2.75x24mm promus element stent delivery system (sds) was selected and was advanced to the lesion; however, at the moment the stent was passed through the artery curve in order to reach the lesion, it "broke." The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the stent was damaged, as a slight kink was noted approximately 25mm from the tip of the device. The profile of the stent was also interrupted at this location by the presence of one raised strut. Further review found a considerable quantity of contrast media inside both the inflation lumen and the balloon. The balloon at the proximal edge of the stent also appeared to be slightly puffed/inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).